Event description:
It was reported that there was a shocking or jolting sensation. There was no known accident or incident related to this event. The symptoms were stated to have had a gradual onset. The stimulator had been jolting and acting weird. This began in (B)(6) 2015. It was acting sporadic; when the patient would lay down it would turn off and then turn back on. The patient would think he turned it off and it would turn back on and would go up high and then go back low. It was noted that the patient had been using the adaptive stimulation option this entire time. Reprogramming was reviewed. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).